Event description:
The pt contacted resmed to report an injury while using the mirage fx mask system. Pt described the injury as "latex compressing after a few months of use, lifting the skin of the left eyeball". Pt sought medical attention the following day and described the injury, per doctor, as "wrinkling" to the fold of the top layer of the eye. Patient's doctor prescribed eyedrops and had concerns that "wrinkling" may be likely to occur again now that this has happened. Pt is already partially blind in the right eye and he is concerned of long term damage. Note: resmed masks do not contain latex as described by the pt.

Manufacturer narrative:
Based on the info provided, resmed is unable to determine the exact cause of the injury. Resmed requested for the mask to be returned so that an engineering investigation could be performed. The pt has not returned the mask. Pt is still on sleep therapy and using another mask.